Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor will not power-up) has been confirmed. As received, the monitor was unable to power on. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the c/a board sn (B)(4). An intermittent connection was discovered at pin a25 of the flash memory. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective flash memory. The pt received a replacement monitor.

Event description:
A (B)(6) female pt called zoll customer support to report that her monitor screen went black. The pt was issued a replacement monitor.